Manufacturer narrative:
The referenced percutaneous lead repair on 04/01/2016 was reported under medwatch MFR# 2916596-2016-00799. Approximate age of device - 3 years, 4 months. The patient remains on lvad support. Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. The patient reported experiencing multiple alarms and was brought into the emergency department (ed). The patient was asymptomatic. Upon device interrogation, low speed advisories were noted on (B)(6) 2016. While in the emergency department on (B)(6) 2016, pump off alarms were noted several times. A review of the system controller log file by the manufacturer's technical services representative confirmed the reported pump stoppages and speed drops and observed that average pump power values ranged up to approximately 11 watts. It was reported that the patient had a previous percutaneous lead repair on (B)(6) 2016. Additional information was requested but not provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not returned for evaluation. However, the evaluation of the submitted system controller log file confirmed the report of low speed and pump stoppage events while the system was operating on the power module. Based on the manufacturer's complaint history and similar reported events, these events appear consistent with a potential percutaneous lead wire compromise. Percutaneous lead wire compromise could not be confirmed without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was provided with an ungrounded patient cable for use with the power module. The patient was reportedly doing well as of (B)(6) 2016 and will continue on hospice care. No further information was provided.